Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, episodes of post paced t-wave oversensing were observed. Reprogramming was performed. Patient's conditions were good.